Event description:
Boston scientific received information that the right ventricular (rv) lead fractured, exhibited noise, which resulted in inappropriate shocks. A revision procedure was performed and the rv lead was extracted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.